Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during an abdominal procedure the needle of the loading unit came off while in the abdominal cavity but was retrieved. The loading unit suture could also not lock and be held by the device. There was no patient injury. There was no extension in surgical time of more than 30 minutes. There was no unanticipated extension for incision by more than one inch. There was no unanticipated tissue loss. There was no unanticipated blood loss. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices.. No needles were received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle on both devices. Some plastic shearing of the toggle switch was noted on device one. No plastic shearing of the toggle switch was noted on device two. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles.. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.